Event description:
It was reported to philips that the system was unable to emit x-rays, impacting imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was taking place when the issue occurred was completed using another system. It was also noted that restarting the system solved the issue, but the customer opted to complete the procedure on another system. No harm to the patient or user was reported. A philips remote service engineer (rse) connected with the customer who confirmed that they were seeing a tube error message. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and review of the system's log file found that communication between the suite pc and the x-segment controller had failed and there was a suspected hospital network failure in control room connection box firewall. The fse disconnected from the hospital network and reinstalled the high voltage generator system. After the generator reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.